Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and instability. Tibial component was loose at the cement to implant and came out without fixation. Doi: unknown; dor: (B)(6) 2018; unknown knee.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.